Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Zimvie received one (1) (B)(6), (imp,tsv,4.1mm,sbm,10) for evaluation. Visual evaluation identified the returned implant and bundle mount with signs of use, wear and apparent dried blood was observed attached to the mount's hex. The implant was also seen with minor apparent bone / tissue attached to external threads. During a physical / functional test, the implant and mount were separated using an in-house driver as intended. DHR review and complaint history review by lot number could not be performed, as the lot number associated with the reported product is not available. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the (B)(6) dating back to 12 months prior to the notification date. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. Based on the investigation and risk management file review, the most likely root causes determined from the investigation were torque applied during placement/seating exceeds recommended value, missing or confusing instructions for use. However, the probable causes are not applicable to the reported event since the device malfunction did not occur and the event is unconfirmed through visual and physical inspection. Therefore, based on the available information, and functional testing a device malfunction did not occur. The reported event was unconfirmed with all the available information.

Event description:
No further event information is available at the time of this report.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4).

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
Doctor reported that implant could not be disengaged from mount. Doctor's assistant confirmed by phone on 23 mar 2023 that procedure was completed using another implant.